Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to customer's blood glucose. No additional information was provided. Customer declined to complete troubleshooting with tandem technical support.